Manufacturer narrative:
The device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device functioned as intended, which could not establish a relationship between the device and reported event. The probable root cause may include a connection issue. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged no further action is required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt the renasys go displayed an alarm for leak and was sucking down really hard on the wound. There was a delay of two day in the treatment, the wound was dressed until a smith and nephew back up device arrive to continue the treatment. No injury was reported.